Manufacturer narrative:
This is a follow-up to a medwatch submitted under manufacture report number 9617229-2022-13811. A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2527279: - 1528738: cancer breast - ndr. Device not returned to device analysis. - 2610532: cancer -ndr, seroma late. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported "seroma" and "multiple metastases" against left side device. The event of "multiple metastases" is not device related. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported "seroma" and "multiple metastases," not device related, against left side device. Healthcare professional later reported rupture. The patient was hospitalized. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, e1, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - seroma-late: unable to observe. - cancer: unable to observe. - rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the lab analysis will be performed for this case, but at this moment no information is completed. However, the reported event is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v8.0) was performed, and the event of cancer (carcinogenesis) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer ndr will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "seroma" and "multiple metastases" against left side device. The event of "multiple metastases" is not device related. Healthcare professional later reported rupture. Device has been explanted.